Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.0mm vessel was pre-dilated with a 5.5mm unspecified balloon dilatation catheter (bdc). The 5.5mmx150mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion without issue. During deployment, only the distal portion of the stent implant deployed and the proximal end of the stent implant became bunched during the attempt to fully deploy the stent. The delivery system was removed and the stent implant was explanted. Reportedly, there was no issue noted with the handle or locks. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 5.5mmx150mmx120cm supera sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent had already been deployed. The stent shortening could not be confirmed as it was based on conditions within the anatomy. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.